Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, it was found that the battery was unable to power on the system. The battery was determined to be defective. A service history record review reveals that this unit was in the field for ten (10) months with no previous reported issues prior to this reported event.

Event description:
The customer reported that the unit will not hold a charge. Customer also states that the ac power led does illuminate when ac power is applied. The customer allowed the unit to charge for about one and a half days, but, still did not charge. Customer states the unit powers down as soon as ac power is removed. There were no consequences or impact to patient reported.